Manufacturer narrative:
The perforator was returned for evaluation. Device history record (DHR) - there is no indication that the production process may have contributed to this complaint. All test results passed procedural specifications. Failure analysis - the perforator unit was inspected using the unaided eye: the label was damaged and unit was lightly soiled from surgery. No other anomalies observed. IFU testing was performed with no observed anomalies. Testing included: applying adequate pressure on the perforator point, ensuring engagement occurs as the hudson end is rotated. When engagement occurs, placing thumb pressure on the perforator point to ensure a smooth, positive spring action. Ensuring the hudson end rotates smoothly within the perforator body when the unit is in the disengaged position. Functional testing was performed using the same protocol it underwent at finished goods testing prior to release. The unit was found to perform as intended and fulfilled the acceptance criteria. In the failure analysis that was performed, the returned unit was found to work as intended, and met all acceptance criteria. The complaint could not be verified through failure analysis. The root cause is undetermined and was unable to be confirmed in the complaint evaluation. A DHR review and trending were performed as part of the evaluation. Product was received for analysis and the investigation could not confirm the complaint.

Event description:
A facility reported that when the perforator was operated, the number of revolutions was lower than when it was always used, and the perforator itself seemed to be caught inside, causing friction. The malfunction occurred during making 2rd burr-hole. No patient injury reported. The type of procedure was "clipping technique". No further information was provided by hospital.